Manufacturer narrative:
(B)(4).

Event description:
Dexcom became aware on (B)(6) 2016, that on (B)(6) 2016, the patient was only receiving alarms on the follower applications. Date of issue is an approximation. There was no report of injury or medical intervention. No additional patient or event information is available.